Event description:
At 1 month from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon removed all primary implants and implanted an antibiotic spacer to treat the infection. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 nov 2025. Gmk-spherika 02.07.1205r tibial tray fix cemented s.5r (k090988) lot. 2501029: (B)(4) items manufactured and released on 02/jun/2025. Expiration date: 2030-may-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0510fr gmk-sphere tibial insert e-cross - flex 5r - 10mm (k202022) lot. 2429360: (B)(4) items manufactured and released on 21/nov/2024. Expiration date: 2029-nov-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka15r gmk spherika femoral component s5+r cemented (k211004) lot. 2432504: (B)(4) items manufactured and released on 10/feb/2025. Expiration date: 2030-jan-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.